Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that the laser fully shut off during laser ablation and experienced incomplete flap issue, surgeon restarted the system and recutting the aborted flap (surgical intervention) in the right eye of a patient during lasik surgery.

Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the surgery date. Latest preventive maintenance and confirmed system meets specifications as per service installation record. The review of logfile for the reported event date confirms the reported issue. The laser was switched off during the treatment. It is not clear from the log file why and by whom or what the laser was switched off during the treatment. Review of the logfiles for the day of event does not show any relevant warning or error messages. The log file shows fifteen successfully performed treatments on the reported event date. Three further treatments were performed on this day after the reported issue. The root cause could not be identified during logfile review. There is no indication that the device presented any malfunction that could have driven to the reported event. User denied accidentally pushing emergency stop button, and it cannot be assessed from logfiles whether this happened or not, however it is the most probable reason for device shutting down, without any error or warning messages. No technical root cause was identified as the product was found to be within specifications. Most probable root cause is user pushing emergency shut-down button. The manufacturer internal reference number is: (B)(4).